Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient hip was put in over 20 years ago (date unknown). The patient was dislocating during rigorous activities. Superior wear in the poly. The operative leg was about 12 mm short. The surgeon removed poly and replaced it with a +4 10° liner that allowed for a larger head. Doi: unknown. Dor: (B)(6) 2020; left hip.